Manufacturer narrative:
Product ID 97745, serial# (B)(6) was returned for analysis and found the main board was damaged: there were intermittent failures causing connection and charge issues. The front case as also cracked causing case separation, charge issues, and power loss. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The patient (pt) had a damaged recharger belt. No symptoms were reported. A replacement recharger belt was sent out. Patient reported the belt was hanging by a thread and the issue began around july 4th. Information was received from a patient (pt) regarding an external device. The reason for call was patient reported their controller was not charging to the wall and the issue began maybe a month ago. Patient stated they called their representative and the representative had the patient unplug the 'battery' but issue did not resolve. During the call patient services (pss) walked patient through removing the battery pack and plugging controller into the ac power. Controller did not power on. Patient services (pss) placed patient on a hold and when patient services (pss) got back controller still didn't power on. Green light displayed on the ac power. The issue was not resolved. No symptoms were reported. A replacement controller was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.